Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Endovascular aneurysm repair was performed. After a 12f introducer sheath was engaged to the lesion, a 40/7/2/100 equalizer¿ balloon catheter was advanced but the device had difficulty in navigating. However, a break was noted within the 12f introducer sheath and an inappropriate profile was observed after first use. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. The balloon was returned detached from the device. Only the balloon was returned. The balloon was visual inspected and was found to be detached and with blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. Endovascular aneurysm repair was performed. After a 12f introducer sheath was engaged to the lesion, a 40/7/2/100 equalizer¿ balloon catheter was advanced but the device had difficulty in navigating. However, a break was noted within the 12f introducer sheath and an inappropriate profile was observed after first use. No patient complications were reported and the patient's status was stable.